Manufacturer narrative:
Date rec'd by MFR: 18jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 06 sep 2019. Date of report: 09 sep 2019. The touchscreen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 10jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement.